Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated on-site by a zoll united kingdom representative. The customer's report was not observed during the evaluation or during review of the device data file. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The button board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.